Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. In addition, the keypad buttons required more force in order to elicit a response and they did not click back and spring back as expected. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the keypad buttons have been unresponsive for several weeks. In addition, the reporter indicated that the patient wears the pump in a pocket and that she does not clean the pump.